Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in japan visual examination of the returned product/provided pictures identified the device was returned opened but unused in the tyvek tray. Visual inspection confirmed the battery pack was warped. Visual inspection of the interior of the pack found the batteries had leaked electrolyte and the terminals were bent and pushed out of place review of the device history record identified no deviations or anomalies during manufacturing. The root cause is attributed to a manufacturing issue exacerbated by a design issue. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the battery pack of the unit was already deformed when the nurse opened the package. There was no patient impact but it is unknown if there was delay. During the investigation, it was found that the batteries had leaked electrolyte. Due diligence is complete and there is no additional information available.